Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has not been receiving stimulation since a year ago. The pt reports he is unable to use his scs sys. The MFR has not been informed of the next course of action.